Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "a positive result during an ultrasound examination;" patient's concern with the product. Explanting physician reported as dr. (B)(6).

Event description:
Patient representative reported patient had implant professionally implanted a few years ago and after being informed that the approval for textured breast implants from allergan granted by the french health authorities as well as the FDA has not been extended began experiencing concern with the product. Patient went to gynecologist, who found a positive result during an ultrasound examination and initiated further treatment with two cancer operations and subsequent rehabilitation. Since the statistically very improbable case of the development of anaplastic large-cell lymphoma (bia-aicl) occurred, patient is extremely psychologically attacked after the two operations performed; pathology has not been received and the markers of cd30(+) and alk(-) have not been reported or confirmed. Affected side is left. The device has been explanted.